Event description:
A medtronic representative reported a damaged open spine clamp the top of the screw is worn out. No patient was present at the time this issue was identified.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device manufacturing date, prior to 2007, but is unknown at this time. Medtronic investigation of returned suspect device finds the head of the alignment screw is slightly rounded but the hex head spine driver tool fits with some play. Functionally tested the clamp on some plastic, using an open spine driver and was able to fully tighten the clamp. Also was able to loosen the clamp with the same driver. Mechanical malfunction and wear directly caused this event.